Manufacturer narrative:
Event date: (B)(6) 2018. Philips fse (field service engineer) confirmed the reported issue. The fse replaced the vga pcba controller (video graphics array/printed circuit board assembly) to resolve the issue. Unit passed required tests has been return for use.

Event description:
It was reported that when the unit was powered on, the screen was white. Reportedly, the unit was operational in the background. There was no patient/user harm reported. The event date was not specified, estimate used.